Manufacturer narrative:
The device was not returned for analysis as coil was implanted in the patient and pushwire was discarded; therefore, no definitive conclusion can be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small unruptured, saccular posterior anterior communicating artery aneurysm, this coil would not detach with an instant detacher. Three attempts were made with the instant detacher. However, the coil was detached inside the aneurysm with the manual method (breaking hypotube method; an alternative method presented in the instruction for use). After detachment of the coil, the tail part of the coil was out of the neck of the aneurysm. However, the procedure was completed with the initial plan of placing 1 coil due to the small size of the aneurysm. There were no patient complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.